Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mid left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was kinked at the distal tip near the monorail. Upon removal, the catheter became stuck on the guidewire and could not be removed separately. A non-boston scientific guidewire remained attached to the device. The physician was able to remove the entire ivus catheter and guidewire together as one piece. The patient fully recovered, and no complications were reported.